Manufacturer narrative:
UDI: (B)(4). The mvp-7q will not be returned for evaluation as it was implanted in the patient.

Event description:
Medtronic received report that an mvp-7q migrated after detachment. The patient was undergoing a proximal vessel take down of the splenic artery. Artery diameter was 5mm. Blood flow rate in the splenic artery was normal, though this is a high flow area of the body. The mvp-7q was delivered to the treatment site, then was deployed and detached. There were no difficulties reported during delivery, deployment, or detachment. The plug did not occlude immediately and the physician waited to confirm the vessel shut down. The physician did a hand injection and saw flow diminish, then did one more final test hand injection prior to detaching the device. After the device was detached, the physician observed that the plug had migrated from the first third of the vessel to the hilum of the spleen, which was not the intended target. There were no attempts made to retrieve the device. The spleen will no longer receive flow from alternate branches, which was not an intended outcome. The patient is currently doing fine.